Event description:
The customer reported that the system activated x-ray without using the foot or hand switch. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was replaced and the x-ray lamp was repaired. No conclusion can be drawn as no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.